Event description:
It was reported that the customer experienced high blood glucose levels and called to verify that the insulin had delivered insulin. The blood glucose reading was 315 mg/dl, which she treated with a bolus. The customer stated that she was afraid that her bolus had not delivered; confirmed that the bolus had recorded and was delivered. The customer expressed anxiety as a symptom of high blood glucose. She struggled with verifying settings on her insulin pump and was unable to continue troubleshooting. The customer stated that she would like to call back and continue troubleshooting for high blood glucose when she felt better. The blood glucose reading had lowered to 253 mg/dl by the end of the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.